Manufacturer narrative:
The tech replaced the gas spring at the head of stretcher to repair the stretcher.

Event description:
Info received indicates, the head of the stretcher is not going down when the gas spring release lever is used to lower it.